Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Model# was not provided.

Event description:
An advocate from the (B)(4) stated the customer received a blood glucose reading of 1.8mmol/l on the contour meter, was re-tested on a different meter and the reading was 9.9mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation.